Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 352.6640. There was no patient involvement.

Event description:
It was reported that the device had error code 352.6640. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated failure error code 352.6640 was confirmed. Received on 05-dec-2024 into bd san diego operation¿s lab. Pca unit was received unboxed and with paperwork. Visual inspection has confirmed the stated issue. Installed test force sensor into the pca unit and re connected to the lab pcu. No errors appeared on the screen. Installed original force sensor into test pca unit and the error follows board. This confirms the force sensor caused the failure. Error 352.6640 appeared when the pca unit is connected to a lab pcu. Faulty force sensor. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the force sensor. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.